Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with spinal canal stenosis; and underwent oblique lumbar interbody fusion at l2-l3. Intra-op, after cage insertion, a marker was found near the retractor. It was confirmed to be a fragment of the cage, which was retrieved inside the operative field and was discarded in the facility. The intervertebral disc space was narrow and the bone was also hard due to which there was resistance during cage insertion. So, cage insertion was performed by strong hammering. No operations such as twisting have been performed. There was a delay of less than 60 minutes in overall procedure as a result of this event; but no patient complications were reported. The surgeon was not sure whether this event occurred because the bone was hard.